Event description:
It was reported that the ventilator shut down with an audible alarm while connected to the patient. The patient went unresponsive and 911 was called to resuscitate the patient. The patient was brought to the hospital, tests were run, and the patient was discharged.